Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the air embolism. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation. The steerable guide catheter (sgc) was inserted and the clip delivery system (cds) was advanced. After advancement, air was observed in the sgc chamber and in the left atrium. The sgc was deaired, but the sgc kept getting air. The clip was not implanted and the cds was removed from the sgc, as it was felt the issue was with the clip introducer. The sgc was deaired again, this time the sgc held column. After twenty minutes, the air in patient resolved on its own. The same sgc was continued to be used with a new cds without further issue. There was no damage noted to the sgc or to the clip introducer. One clip was implanted, reducing mr to <1. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was not confirmed via returned device analysis. The discrepancy between what was reported (leak noted upon clip delivery system [cds] insertion) and what was observed (no leaks) may have been due to the user technique versus the returned product analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported leak in this complaint could not be determined. Based on the information reviewed, the reported air embolism appears to be related to the leak, and thus related to procedural circumstances. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.